Event description:
Staff is to use caution when entering the patient's weight in the symbiq pump system. Recently, two wrong doses of heparin errors were reported because the patient's weight was entered into the symbiq in pounds and not kilograms. These pumps were set to deliver almost twice the correct dose. Staff was made aware that there is no feature on the symbiq pump that helps with the entry of weight. Currently, the system only provides alerts around limits based on the dose of units/kg/hr. For example, the pump is set up with a soft limit of 20 units/kg/hr. If a nurse tries to enter 21, they will get an alert to verify that this is the actual dose they want. Company representatives have been contacted and they report that a newer version of the software being developed may help with this. In the meantime, we are relying on the nurse to enter the correct weight.